Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01619. 00001825034-2023-01620. D10: cat #: 110010243 / g7 osseoti 3 hole shell 50mm d / lot #: 65698272. Cat #: 110003451 / g7 str modular shell inserter / lot #: 970130. Visual examination of the returned product identified the devices are stuck together and could not be disassembled. There are indentations to the strike plate of the inserter. The threaded shaft hex feature has been stripped. This complaint was confirmed based on the returned devices. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure, the cup got stuck to the impactor. There was no harm or health consequences to the patient. It was reported that no further information is available.